Manufacturer narrative:
This is initial MDR report being submitted with associated MFR# 1226348-2017-00031. (B)(4). Concomitant medical products: envoy 7fr cbl guiding catheter ; excelsior sl-10 0.6 mm. Microcatheter (stryker); prowler plus select 2.3 fr microcatheter; four target coils (stryker). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by sunrise 2 study, subject (B)(6) underwent stent assisted coil embolization on (B)(6) 2016. The target aneurysm was treated before and the main reason for the procedure was to treat reoccurrence after endovascular treatment. Pre-treatment angiography revealed a posterior circulation aneurysm on left sidewall of the intracranial vertebral artery. The non-ruptured aneurysm was saccular in shape with the following dimensions: dome height 3 mm, dome width 3 mm, neck width 3 mm and dome to neck ratio of 1. The internal diameter of the parent vessel proximal to the aneurysm was 3.5 mm and distal to the aneurysm was 3.5 mm. Jailing technique was used during the procedure and an enterprise 2 stent (enc402300/10396414) was placed. Total of four competitor¿s coils were placed in the aneurysm. There were no intraoperative adverse events. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 100%. Raymond class assessment was 1; complete occlusion. The aneurysm dimensions: dome height 4 mm, dome width 5 mm, neck width 3 mm and dome to neck ratio of 1.7. The internal diameter of the parent vessel proximal to the aneurysm was 3 mm and distal to the aneurysm was 3 mm. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery and no movement of stent was seen. There was complete stent coverage across the aneurysm. Patient was discharged on (B)(6) 2016, there were no adverse events or device malfunctions reported. The enterprise2 stent remains implanted. It was reported that patient was hospitalized on (B)(6) 2016 for treatment of a new aneurysm which was progressive in size and was located at the base of the arteria communicans anterior with a small re/rest-perfusion after coiling. Control was recommended after 6 months and a re-coiling was recommended in 6 months-time. It was reported by the site that the event was not related to the study device, other device used, the study procedure or the underlying disease state.

Manufacturer narrative:
Please note that initial MDR# 1226348-2017-00031 was submitted; however, upon further review it was determined that the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report. There is no medical evidence to relate the event of new anterior communicating artery aneurysm to the use of the codman device in the posterior/basal artery system. The study physician unrelated this event from the study device and procedure. The development of aneurysm in the cerebral circulation may be related to several factors including genetics and underlying disease state, specifically, hypertension. This will be considered a non-complaint and no further actions are required at this time.